Manufacturer narrative:
A company representative observed that the k7 in drive assembly to be sticking open. Also found bad crimp on k6a connector. The company representative replaced the drive manifold assembly (part number 0104-00-0018). The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that during a preventive maintenance on the iabp (safety disk leak test), they observed that the iabp pressure test. No pt was involved.